Event description:
It was reported, that an unspecified sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced fainting after 2 failed sensors. On (B)(6) 2023, the patient stated, all she remembered was that after calling dexcom to report the 2 failed sensors. And prior to being able to insert a new sensor, she fainted. It was not documented whether the patient was monitoring the blood glucose by fingerstick, after the 2nd sensor failed the same day, or how long after the sensor failed the patient fainted. The husband called an ambulance. And when paramedics arrived, they immediately administered sugar water via IV. The patient was reportedly hypothermic. The patient was in the emergency department from the beginning in the afternoon and was discharged past midnight. There was no documentation of further medical evaluation or intervention for hypoglycemia. At the time of the report, the patient was in stable condition. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code: 3191. Patient was unable to identify device issue. Therefore, a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on (B)(6) 2024. It was reported that an unspecified sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced fainting after 2 failed sensors. On (B)(6) 2023, the patient stated all she remembered was that after calling dexcom to report the 2 failed sensors, and prior to being able to insert a new sensor, she fainted. Her sensor failed 15 mins before she called dexcom. After she got off the phone, she went to the cabinet and before she could even open the applicator, she felt sick and fainted. The husband called paramedics since the patient was unconscious, the patient was unaware if paramedics did a fingerstick but per her husband, they administered sugar water via IV. It was not documented whether emergency medical service checked the blood glucose at that time. The patient was reportedly hypothermic. The patient was in the emergency department from the beginning in the afternoon and was discharged past midnight. At the time of the report, the patient was in stable condition. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.